Event description:
During a stenting treatment procedure, the shaft of the sentinol nitinol biliary stent system fractured. The lesion being treated was in the superficial femoral artery. The stent system was removed from the patient and the case was abandoned. No patient injuries or complications were reported.